Event description:
It was reported the patient wanted to check whether his implantable neurostimulator (ins) was on because he had a ¿very sudden symptom return¿ the morning of report. It was noted the patient was unable to sync his programmer with his ins at the time of initial report. Additional information stated the patient was unable to communicate with his left ins, using his patient programmer. It was noted the patient was able to communicate with his right ins. It was further noted the right ins indicated it was on, ok, and at 3.5 volts. The patient reported feeling ¿off¿ starting the morning of report. It was stated the patient had his device checked two months prior to report and that ¿everything was fine¿ at that point in time. The patient was redirected to their healthcare provider (hcp). A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v006362, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).